Event description:
The patient was injected with radiesse on (B)(6) 2011, and later that evening started to show symptoms. Dr. (B)(6) stated that it was likely an infection. The patient had redness, swelling and numbing close to the area injected and by the intraorbital nerve in the medial cheek. The reaction went into the patient's upper gums and her gums were inflamed. Two days later the physician saw the patient. On (B)(6) 2011, the patient was prescribed ceflexin for two weeks and two days after the ceflexin was started the physician also prescribed a medrol dose pack. After the medrol dose pack was completed the patient was not completely resolved. She still had some numbness. However two months post injection the patient's condition is almost completely resolved.

Manufacturer narrative:
(B)(4). A merz aesthetics contracted physician, dr. (B)(4) discussed this case with dr. (B)(6). Dr. (B)(4) feels that the numbness is clearly a result of injury to the infraorbital nerve but erythema tenderness and edema are not of clear origin. The patient has improved with the antibiotic and steroid regimen that she prescribed. Without a series of photos and descriptions of frequent follow up visits dr. (B)(4) felt that he could not make a determination as to etiology. Dr. (B)(4) reviewed how to avoid infraorbital nerve injury and the differential diagnosis of post injection erythema. From follow up with the physician's office on (B)(6) 2011, the patient is doing ok. The device history records for the reported lot number were reviewed. All required testing specifications were met prior to release; there were no abnormalities noted.